Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results for one patient from an accu-chek inform ii meter serial number (B)(4). The customer questioned if a high bilirubin result could alter a glucose result from an accu-chek inform ii meter. At 07:30, the meter result was 240 mg/dl with a fingerstick performed by the nurse. At 07:33, venous blood was collected and tested in the laboratory within an hour. The laboratory result was 506 mg/dl. The laboratory method was not provided. At 12:50, the customer collected a new venous blood sample and tested it on the meter. The meter result was 496 mg/dl. There was no allegation of an adverse event. The customer was confident that the meter was "ok". The qc was acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer test strips were returned for investigation. Meter sn: retention ((B)(4)). Battery: retention. Strips: returned (lot 475910exp 30-nov-2018). Controls: retention (lot 60100546 exp 31-may-2018). Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 45, 44, 44 mg/dl. Level 2 ¿ 302, 304, 307 mg/dl. All returned results are within acceptable range. The customer stated that the patient had decreased peripheral blood flow which is known to cause discrepancies in results. This limitation is covered in the product labeling. The investigation was unable to find a definitive root cause.